Manufacturer narrative:
(B)(4). Batch #unk. Additional information: the staff took out the reload that was involved in the firing and threw it away before I could ask them to hang on to it and keep it with stapler for review. It was a gst45w. Additional information requested and the following was received: were there any difficulty noted during the initial firing on the splenic vein? No, surgeon confirmed that it appeared normal. Were there any staple formation issues identified throughout the surgical procedure? Not until the vein burst open. Does the surgeon believe the bleeding was throughout the staple line or adjacent to the staple line? Through the staple line as the surgeon reported that the staples were just gone. Are there any photos or videos available? No. Was a blood transfusion required? Yes, 3 units intra-op; did not require any additional units post op. What is the current patient status? Per surgeon on 11/16 patient was doing fine and had been discharged home earlier this week. How long after stapling until the vessel started to bleed? Approximately 20-60 seconds. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported there was misfire of the stapler during the exploration laparotomy / subtotal pancreatectomy, splenectomy procedure. There were two surgeons involved in the case: during the procedure, they fired the device successfully on the pancreas, then proceeded to fire it on the splenic vein with a white reload. That firing seemed successful, so surgeon then used same device and same size reload on the splenic artery. Immediately after successfully firing on the artery, the field filled up with blood. The surgeon determined that it was the splenic vein that had begun bleeding and stated that the staples didn't hold. Then both surgeons worked for a long time to control the bleeding and then suture closed the splenic vein. The surgeon reported that the patient lost around 2 liters of blood because of the incident. The patient received a transfusion of three units of blood. The surgeon then proceeded and organs were removed as planned. The procedure was delayed by 60 minutes. The procedure was completed successfully. There were patient consequences.